Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep reported that the patient went in for a surgery to have a cyst removed on their head on (B)(6) 2023 and after that point the therapy hasn't been working, simulating or doing anything for the patient. Patient rep mentioned patient is not feeling stimulation. Agent asked clarifying question and patient rep stated they think the patient has tried increasing/decreasing the stimulation, but nothing has helped. Agent walked patient rep through syncing the patient programmer to the patient's implant and patient rep saw eos (elective replacement interval). Agent asked clarifying question and patient rep did not recal l when the message first appeared on the programmer. Agent reviewed meaning of eos message. Patient rep asked if there are rechargeable batteries and agent reviewed information with patient rep. The issue was not resolved. The patient was redirected to their healt hcare provider to further address the issue.